Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction (bifurcate). The catheter was placed 2 years ago, (B)(6) 2013, and was removed on (B)(6) 2015 due to the leak. There was no patient injury.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. All DHR are reviewed for accuracy prior to product release. The catheter was placed (B)(6) 2013 and was removed on (B)(6) 2015 due to the leak. There was no patient injury. Since the sample was not returned, there is not enough evidence to determine what could cause this event. The sample was returned to the plant for evaluation; however, it was inadvertently lost during shipment. The lot involved in this event was manufactured before the implementation date of actions related to a corrective and preventive action (CAPA). This event is being handled through this CAPA and therefore no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.